Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Device return status: we regularly contact with sales rep about the device returning. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a cardio connector was used. It was found that there had been a foreign substance like a hair in the sterile package. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 reported condition not confirmed. H3: evaluation: product sample received. Retain sample of lot number were checked visually and found within the specified criteria. During evaluation, one intact pack containing cardio connector was received for evaluation. On opening the pack, no foreign substance was observed. Complete sample was inspected, and no foreign matter found on the product. There was no evidence of foreign particle when retain sample was checked. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.